Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the micro sagittal saw ran without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
During device evaluation, the reported event of the micro sagittal saw runs on its own could not be duplicated. Upon visual inspection, it was reported that the device sockets had corrosion, which is the probable cause or contribute to the reported event. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.